Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2011-00243. Dealer stated that the right wheel was locking up and cannot free wheel. Both a preliminary product evaluation and a regulatory affairs inspection/test were completed. Results are: that the wavy washer appears to have broken in several pieces and those pieces then came in contact with the spinning break nut. Detailed analysis: the motor was checked for basic operation and was found to be in working order. Upon removal of the brake assembly, metal filing/pieces were noticed in and around the motor end bell (brake assembly side). Damage to the brake nut and the brake disc hex area was evident and large pieces of metal were found, these pieces were the motor spring/wavy washer. It would seem that the wavy washer broke into several pieces. Those pieces then came in contact with the spinning brake nut. This type of failure would indicate a component failure of the wavy washer itself. Rationale for conclusion(s): the wavy washer is confined between the motor bell end casting and the armature shaft bearing. The failure would indicate a defective washer. No serious injury alleged. Consumer alleges the right wheel locks up and that the motor is hot. Product was approximately 6 months old at the time of the incident with no previous complaints. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The dealer alleges the right wheel is locking up and the motor is very hot. No injury is alleged.

Event description:
The dealer alleges the right wheel is locking up and the motor is very hot. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Consumer alleges the right wheel locks up and that the motor is hot. Product was approx 6 months old at the time of the incident with no previous complaints. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack maintenance may have cause or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.